Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel sealer extend (vse) instrument that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the e-100 generator and no issues were noted. An advance energy log review was performed and there were two vse instruments used: the first vse instrument (lot number: l89230706-0184) was installed two times and passed homing both times. A total of 13 cut complete events were recorded with no errors. The e100 logs show a total of 25 seal events with two high initial starting impedance errors and one ¿blank¿ error. The instrument was used for 3 minutes. The second vse instrument (lot number: k12230901-0057) was installed seven times and passed homing each time. A total of 75 cut complete events were recorded with no errors. There was one seal events and one jaw angle open events that were recorded. The e100 logs show a total of 8 coag events with no errors and a total of 113 seal events with nine high initial starting impedance errors. The instrument was used for about 1 hour and 8 minutes. .

Event description:
It was reported that during a da vinci-assisted gastric bypass and paraoesophageal hiatal hernia procedure, the energy output was weak while using a vessel sealer extend (vse) instrument and bleeding was observed after the sealing and cutting sequence. A backup vse instrument was opened and there was no change in the energy output or tissue effect. The following information is unknown: the source of the bleeding, the blood loss volume, and what medical intervention (if any) was rendered due to the complication. An intuitive surgical, inc. (Isi) field service engineer (fse) was requested to do a site visit and inspect the e-100 generator. The procedure was completed robotically. Isi has attempted to obtain additional information; however, as of the date of this report, no further details have been received. Refer to medwatch report (MDR) with patient identifier #(B)(4) for the back-up vse instrument used.